Manufacturer narrative:
Analysis of db-1200 (serial number: (B)(4)) indicated that the device passed all required tests, including the functional test, visual inspection, and electrical test. The returned device exhibited normal device characteristics. The device was in hibernation upon receiving and it linked to a test remote after being recharger without any issues. Testing confirmed that communication between the ipg and a programmer was normal.

Event description:
A report was received that the patient experienced communication difficulties. The patient underwent a replacement ipg procedure.

Event description:
A report was received that the patient experienced communication difficulties. The patient underwent a replacement ipg procedure.

Manufacturer narrative:
Additional information was received that the patient was discharged on schedule.

Event description:
A report was received that the patient experienced communication difficulties. The patient underwent a replacement ipg procedure.